Manufacturer narrative:
The subject device is being shipped to legal manufacturer for evaluation. To date, the subject device has not yet been received by the legal manufacturer. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During a gyn lap (gynecological laparoscopy) procedure, two cutting forceps (lot fr170424 and lot fr177234) did not function and showed a "re-grasp" error message . In addition, during activation, the coag tone does not change either. The default setting of the cutting forceps used was pk coag 100 effect 3. The generator used for the two cutting forceps was an esg-400 with sn (B)(4) software version 04.11.01.00. According to the reporter, there was no apparent delay in the procedure other than having to change instrument and energy device approximately between 3-5 minutes. There was no patient harm or injury reported due to the event. No user injury reported. Customer confirmed that there is nothing wrong with the esg-400. This patient identifier (B)(6) (lot fr170424) report is related to a report with patient identifier (B)(6) ( lot fr177234).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation, and the legal manufacturer's final investigation. The lot was: fr170424. The device was returned in its original inner packaging with the handle in the unlocked position. When opened, the jaws had a distal tip opening of approximately 0.2955 inches. When the jaws were closed, the jaws had good mesh. There was no damage to the flare or insulation. The on/off feature on the handle for the locking mechanism, was able to lock and unlock as intended. The blade was sharp and in good condition when extending. There was a slight angle of the blade. There was no damage to the handle, or shaft. The device was plugged in to an esg-400 generator to test functionality. Upon doing so, the generator was able to recognize the device. Further a saline rag was used to test the coagulation feature. The device was able to heat up as seen by visible smoke and the audible hissing of the consistent coagulation. The device was also able to cut as intended. Based on the initial complaint of the device re-grasp error code, this could not be confirmed as the device was able to heat up and coagulate as intended when using a sufficient amount of material between the jaws. As a result, the initial complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The observed failure is a known phenomenon likely resulting from limited amounts of tissue grasped, causing the device jaws to come in contact with each other, creating a short circuit in the electrical/coagulation function. On page 3 of the device instructions for use (IFU) (p9100528-001_ad), it states: "if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." Olympus will continue to monitor field performance for this device.